Event description:
Adverse event(s): "no patient involvement" (no consequences or impact to patient). Product problem(s): "footswitch not responding" (defective component). A customer reported the footswitch would not respond. A footswitch from another unit was used, and the case was completed. No patient impact reported.

Manufacturer narrative:
The facility ordered a replacement footpedal. It was requested for the customer to send in original footswitch for in-house testing. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event and the root cause is therefore unknown at this time. (B) (4). (B) (4).